Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse replaced the sheath tank (st1) that had a small crack in it to resolve leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a clear fluid leak from the sheath tank in a coulter hmx hematology analyzer with autoloader. The leak had dried underneath the sheath tank and did not leak outside of the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.